Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 183 mg/dl. Customer reported the up button was stuck, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.